Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant product: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient developed fevers and was diagnosed with (B)(6) bacteremia. Transesophageal echocardiography revealed a mass/vegetation attached to the right atrial (ra) lead. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.